Event description:
The customer ran a blood glucose test on the contour meter and then a different meter. The readings were 75mg/dl apart.. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.strip information was not provided. A new meter was sent to the customer.